Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with inappropriate shocks due to noise on the rv lead. During the explant it was noticed that the rv lead was broken. Hence, it was capped.